Manufacturer narrative:
The pump was stuck in a software error alarm loop. The displacement test was unable to be performed due to software error alarm. Fault was isolated to the motherboard. There was no cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of issues with their replacement pump. The customer states they have received software error alarm on their replacement pump. The customer's blood glucose level at the time of incident was 249mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.